Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (UDI number) and operator of device are unknown. No information has been provided to date.

Event description:
It was reported that there was an incident with a pump with epidural. The fentanyl dose was a100 milliliter bag. The pump displayed a message that the bag was almost empty while there was still a remaining volume of approximately 70 milliliters minimum. A biomedical engineering technician believes the problem is with the tubing and it's caused by green anti-leakage clamp. The tubing pinches here and creates an occlusion that cannot be detected by the device. To solve the problem, you have to massage tubing while pressing anti-flow clamp to undo crushing creating obstruction. It was also indicated that they have another pump with the same problem. There was no patient injury reported but the patient had a lot of pain due to not receiving prescribed dose. No medical or surgical intervention was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition, tamper seals were intact. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated/verified. The investigation found that the reported problem of inaccurate delivery was as a result of the user. The pump was found to be over delivering to the product specification. Reservoir volume low is activated when reservoir volume (2.3ml) is lower than the set reservoir low trip point setting (10ml). For preventative measure, the expulsor assembly was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on 09-feb-2022 for keypad defective. The keypad replacement would not impact the delivery accuracy.